Event description:
Baxter reported that a doctor contacted the sales representative to report that there was a cut on the tube of the uv-flash transfer set. The report did not indicate if the cut was identified during use or not. There was no pt injury or medical intervention. The actual sample was returned for eval.

Manufacturer narrative:
Eval summary: the sample was returned for eval. The sample was visually inspected and no mfg abnormalities were found. The sample was functionally tested underwater where a leak was noted about 1/4 of an inch from the sleeve in the closed position. The reported condition of cut on the tube of the uv-transfer set was confirmed; however, the assignable cause was undetermined.